Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced redness and infection at the sensor site and self-treat by removing the adc device, cleaned and disinfected the insertion site, treated it with an unspecified ointment, and covered it with a skin plaster for the issue. There was no report of death or permanent impairment associated with this event.